Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, right ventricular (rv) lead was found to be dislodged. The lead could not be repositioned due to acute angle of vascular access site. The lead was explanted, and new rv lead was implanted at new access site. The patient was stable.